Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 325cc silicone breast implants which the left side deflated, and right has issue with capsular contracture baker grade unknown after implantation. Patient noticed lump on left side about 2 years ago, patient assumed it was a rupture. On (B)(6) 2019 patient went to doctor who suspects rupture based on physical examination and told her she has a capsular contracture on the right. Patient had mammogram and ultra sound examination on (B)(6) 2017 which did not confirm the issue. Pain comes and goes on both side - a tingling sharp pain. As a result patient had the device removed on (B)(6) 2019. This report is for the right side.